Event description:
Per the clinic, the patient was admitted to the hospital (date not specified) and treated with IV antibiotics (type not reported) due to pain around the implant site. The implanted device remains. The issue has now been resolved.

Manufacturer narrative:
(B)(4): implanted device remains.